Event description:
It was reported that smallbore 6 inch ext vlv experienced 2 cases of flow issues and 2 cases of being clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e batch/ lot #: 20125927. Material #: 20039e batch/ lot #: 20125932. I received feedback that this IV extension set has been difficult to attach to IV¿s and has been difficult to flush. Ovmc has experienced another extension site failure.

Manufacturer narrative:
H6 investigation summary: two photos were returned by the customer. It was reported that the IV extension sets have been difficult to attach and flush. The photos only show the packaging of the models in question, therefore, they do not verify the complaint. A device history record review for model 20039e lot number 20125932 was performed. The search showed that a total of (B)(4) in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125927, medical device expiration date: 2023-12-10, device manufacture date: 2020-12-07. Medical device lot #: 20125932, medical device expiration date: 2023-12-11, device manufacture date: 2020-12-07.

Event description:
It was reported that smallbore 6 inch ext vlv experienced 2 cases of flow issues and 2 cases of being clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e, batch/ lot #: 20125927. Material #: 20039e, batch/ lot #: 20125932. I received feedback that this IV extension set has been difficult to attach to IV¿s and has been difficult to flush. Ovmc has experienced another extension site failure.